Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for an unrelated complaint, device interrogation revealed stored oversensing episodes. Externalized conductors were observed on the right ventricular lead. Oversensing episodes could not be reproduced with isometric and pocket manipulation. The lead was capped and replaced. No adverse consequences were detected.

Manufacturer narrative:
Please retract the claim of externalized conductors from the MDR 2938836-2016-02488. That claim was not confirmed under fluoroscopy.

Event description:
It was reported when the patient presented to the hospital for an unrelated complaint, device interrogation revealed stored oversensing episodes. Insulation abrasion was observed on the right ventricular lead. Oversensing episodes could not be reproduced with isometric and pocket manipulation. The lead was capped and replaced. No adverse consequences were detected.